Event description:
An ra pt had her 5th prosorba five days before date of event and her central venous catheter was removed four days before date of event due to catheter infection. She was then admitted to the hospital on the day of event with chest pain and diagnosed with pulmonary embolism and dvt in her internal jugular vein (where central venous catheter was). She was also diagnosed with tricuspid valve endocarditis. Additionally she was noted as having hypotension during her prosorba treatments which was likely due to concurrent use of an ace inhibitor during her treatments. Ace inhibitors are contraindicated for use in patients undergoing prosorba treatment.